Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer declined further troubleshooting. The customer continued to use the pump for insulin therapy.